Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. Concomitant medical products: 383059 lead, implanted: (B)(6) 2009; dtba1d1 ICD, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high and undefined pacing impedance, high and undefined superior vena cava (svc) impedance, oversensing-noise, and was fractured. The lead was programmed off, and then partially explanted, capped, and replaced. During the rv lead procedure, the left ventricular (lv) lead was no longer capturing at the end of the case and the impedance was noted to be higher than it was before the procedure. The lead was partially explanted, capped, and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned and analyzed. The analysis indicated that the right ventricular defibrillation coil developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.